Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Serial number (B)(4), lot number 62066. The reported events of low intraocular pressure, hyphema, choroidal hemorrhage and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event and patient details has been requested. No additional information is available at this time. Device labeling: warnings; the following may occur in conjunction with the use of the xen gel implant: gel implant migration, gel implant exposure or extrusion, gel implant blockage, choroidal effusion or hemorrhage, hypotony maculopathy, bleb related complications, or endophthalmitis and other known complications of intraocular surgery (e.g., flat or shallow chamber, hyphema, corneal edema, macular edema, retinal detachment, vitreous hemorrhage, uveitis).

Event description:
Healthcare professional reported hypotonic eye, bleeding in anterior chamber, expulsive bleeding of choroidea, detachment of retina in the left eye. Treatment is provided as 2x extensive ppv, an outpatient treatment and the outcome of the complication is still not resolved.